Event description:
Reporter performed back-to-back blood glucose tests, using different fingersticks, with results of 467, 280 and 300 mg/dl. Reporter was not experiencing any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8